Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in the (B)(6) reported a white particle came out of the needle when it entered the eye for phaco surgery. The white particle was not collected for evaluation.

Manufacturer narrative:
The product was not returned for evaluation. Manufacturing and sterilization records were reviewed for the bl5115-2 lot w3561 and were found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.